Event description:
A patient reported to amo that she is experiencing distorted vision, glares, halos and ghosting, following lasik vision correction. In addition, the patient reported having had an additional procedure to correct an issue with the flap. Currently eye glasses will not correct her visual issues.

Manufacturer narrative:
(B)(4). The patient's reported event was not reported into the manufacturer by the treating facility or health care provider. A search of our service records did not reveal any requests for service on the equipment which would be relevant to the event. Additional information has been requested of the patient however as of this date a response has not been received.